Event description:
It was reported that there was lasix on the secondary line and that it was unclamped but did not administer. There was patient involvement but no harm. The customer provided the following additional information on 14-april-2026. The interoperability scanned furosemide (lasix) was intended to run at 150 ml/hr with a volume to be infused of 50 ml and a concentration of 80 mg lasix in 50 ml sodium chloride.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.